Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, the customer reported to technical support engineer (tse) that error u-02 message was observed on the erbe when powering it on. The customer performed a power cycle of the erbe prior to calling and disconnected the rcb connector and foot pedal cables, reconnecting the rcb connector and power cycling the erbe to resolve the issue without errors. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found have a dent on the lower left on the bezel. The issue was confirmed using system logs; a u-02 fault was recorded. Upon visual inspection, a related issue was found. The iesu was tested using the system, and the unit displays repetitive error u-02 at startup and remains stuck on the intuitive splash screen. The u-02 condition prevents access to the iesu logs. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.